Event description:
Device 3 of 3. Reference MFR reports: 1627487-2011-09017 and 09018. The pt received the scs system on (B)(6) 2010. It was reported that the pt had a fall on the scs ipg which left the pt without stimulation. During revision, when the lead was removed from the pt's ipg, some of the terminal contacts of the lead remained in the ipg which resulted in the ipg being replaced with a new ipg. No further info is available at this time.

Manufacturer narrative:
Eval: results - two complete leads with missing electrodes at the terminal end was observed during eval. Additionally, continuity testing of the returned leads was performed from proximal to distal; all of the undamaged electrodes measured 3 ohms or less. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.